Event description:
It was reported that the pt no longer had any hearing sensation. All external parts have been exchanged and are fully functional. Skin flap appears to be healthy and no swelling was observed. No traumatic events were reported. Presence of noise and pain when testing was carried out or when the speech processor was put on. Testing confirmed that the device has malfunctioned. Pt was advised not to use her speech processor in the meantime.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.